Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported blank screen and pump was vibrating with red light. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and found that issue had reoccurred after installing a new battery. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. Pump passed self test, and active current measurement. Pump failed sleep current test due to moisture on pcba 1 and pcba 2. No unexpected alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted. Pump was cut open to perform visual inspection and moisture damage was found on pcba 1 & pcba 2. The following were noted during visual inspection: pillowing keypad overlay, scratched case, battery tube threads cracked, cracked keypad overlay. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 41.0 received the lowbatteryalert (104) on 12/30/2024 15:52:00 faster than expected at 2.93 days. Battery cycle 40.0 received the lowbatteryalert (104) on 12/27/2024 14:44:00 faster than expected at 2.75 days. Battery cycle 39.0 received the lowbatteryalert (104) on 12/24/2024 12:25:00 faster than expected at 3.01 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. In summary, customers alleged unexpected blank display and absence of alarm was not confirmed, however a unexpected battery power loss was confirmed due to moisture on pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.